Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent ventricular undersensing as a result of varying r-wave amplitude. This prevented the device from diagnosing ventricular tachycardia and delivering therapy. No patient symptoms were reported. Programming changes have been suggested. No further information was available.

Manufacturer narrative:
New information available on (B)(6) 2017 reveals that the implantable cardioverter defibrillator was explanted. Adverse event has been marked for the surgery to resolve the device malfunction. Required intervention to prevent permanent impairment/damage has been marked for the surgery to resolve the device malfunctiondate of explant updated to (B)(6) 2017. Updated with the device return information. Type of reportable event updated to 'serious injury' for the surgery to resolve the device malfunction marked as ¿no¿ and ¿device evaluation anticipated, but not yet begun (02)¿

Event description:
New information available on (B)(6) 2017 reveals that, the implantable cardioverter defibrillator was explanted. No further information is available.

Manufacturer narrative:
Correction: supplemental report to update explant date: to (B)(6) 2017, which was incorrectly reported as (B)(6) 2017.